Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient experienced loss of stimulation. The patient did not charge the ipg for over a month. As a result, the ipg was inoperable and unable to establish communication with multiple external devices. A sjm representative confirmed the issue. Surgical intervention may be taken at a later date to address the issue.

Event description:
Further follow up received identified the ipg was explanted and replaced with another model which resolved the issue.